Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the surgeon noted a crack on the lens after implanting. Additional information has been received stating that the lens crack was near optic haptic junction. Lens was explanted and unspecified backup lens was implanted with no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6., h.11. The product was returned for analysis, and damage was observed to the iol (intraocular lens). Lens received adhered to the secondary label sheet. Solution is dried on the iol. The optic is torn/split-cut dividing the iol in two. The reported crack cannot be confirmed due to condition of the returned sample. The sample was cleaned for further evaluation. There is a deep scratch in one of the segments of the optic. We are unable to determine the root cause for the reported complaint "crack on the lens after implanting". The iol was returned in two segments, which is consistent with lens having been explanted. The product was subject to handling and the reported damage was highlighted post implantation. In addition to this, all iols are 100 percentage cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).